Event description:
It was reported during a right ventricular lead revision, the right atrial lead exhibited an insulation anomaly. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.